Event description:
A hospital rep reported that during surgery, the switch from irrigation to air, the fax (fluid air exchange) did not work. To continue the surgery, another system was used. No pt harm reported.

Manufacturer narrative:
A sample has been received, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).